Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-00362).

Event description:
It is reported that the patient has been indicated for elbow arthroplasty revision due to infection. It is unknown how long the devices had been implanted before the patient's infection developed. During an attempted revision, the surgeon was unable to remove the implants. The surgeon closed the surgical site and rescheduled the revision surgery to take place a month later.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient has been indicated for elbow arthroplasty revision due to infection. It is unknown how long the devices had been implanted before the patient's infection developed. During an attempted revision, the surgeon was unable to remove the implants. The surgeon closed the surgical site and rescheduled the revision surgery to take place a month later. Additional information received stated that the patient underwent successful elbow arthroplasty revision thirty-three days following the first attempted removal.

Manufacturer narrative:
The complaint sample could not be evaluated physically or through review of device history records as the part number / lot number of the device involved in the incident is unknown and the reported event was unable to be confirmed due to the limited information received from the customer. A review of the complaint history could not be performed as the part / lot number of the device involved is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.